Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient had the pico on and sealed for 6 days post laparotomy. Two drains in situ out on day 4. Dressing clean. The device was removed on day 6 and top of incision opened straight away and bile projected from incision. No sign of any fluid up to this point in dressing . Query as to why it did not pull fluid through so it built up in the intra abdominal area just under incision. Patients stats and bloods all normal and almost discharged until dressing came off then had to be brought back to theatre for a repeat laparotomy for washout . No additional internal surgery needed . Querying whether for contaminated / emergency surgery to use pico or not as it delayed the presentation of bile build up . Usually with a empire, it would soak through . Patient had drains in also and no bile present there and they were removed day 3.

Manufacturer narrative:
Our investigation into the complaint has now concluded. There were no photos or return of the product. Therefore a conclusion cannot be made if this is a failure of the dressing or if patient circumstances resulted in higher volumes of effusion that required absorption immediately post operatively. The note that the drains were also not draining the fluids indicates that there may have been some loculations that prevented the secretions from being in contact with the dressing absorption layer until disturbed when the dressing was removed but this cannot be concluded. The included information for use leaflet (IFU) precautions #4: where pico dressings are used on infected wounds, more frequent dressing changes may be required. Regular monitoring of the wound should be maintained to check for signs of infection. The patient impact involved more time in the hospital and antibiotic therapy. No lot number was provided, therefore a review of batch manufacturing records could not be conducted. The provided IFU also indicates that pico is for use on low to moderately exuding wounds. On this occasion we are unfortunately unable to reach a definitive root cause of the problem, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.